Event description:
As reported from medsum (B)(4): describe the event or problem: upon removal of piv "[peripheral IV]", catheter tubing noted to be jagged. Ultrasound performed noting catheter fragment in left cephalic vein. Cvt "[cardiovascular technologist]" consulted for removal. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2025-00317, had already been previously submitted timely on (B)(6) 2025. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.